Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed image processor errors e116 and e118, along with a blacked-out image. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.